Event description:
It was reported that the asymptomatic patient presented for a follow-up. Upon review, noise oversensing was detected on the right ventricular lead. No intervention was performed at this time. There was no patient consequences.

Manufacturer narrative:
Further information was requested but not received.